Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead was damaged while undergoing an elective ipg revision. Reportedly, the physician cut the outer section of the lead while revising the ipg pocket site, which resulted in the insulation of the lead becoming damaged. The physician elected to leave the lead as is and monitor the patient regularly. Patient is stable.